Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective generator replacement. During the procedure, an insulation anomaly was noted near the pin connector on the right ventricular lead. All electrical measurements were stable. The physician opted to apply medical adhesive and repair the lead. The patient was in stable condition.